Event description:
It was reported that while in the cath lab the surgeon inserted the sheath into the pt's femoral artery. As the surgeon inserted the intra-aortic balloon (iab) through the sheath, "the iab made it approximately half way through the sheath and then they were unable to advance the iab through the sheath any more." A decision was made to remove both the iab and the sheath. The surgeon made a request for another iab and this iab was inserted successfully. There was no reported death or injury. Medical/surgical intervention was not required. There was a delay in therapy listed as "until the sheath could be removed and a second iab inserted." It is unk if there were any pt complications. The outcome of the pt is "pt is still on the intra-aortic balloon (iabp)." Additional info received on 09/28/2010 from the sales representative stated "the same insertion site was used for the second iab. They used another arrow sheath (saf) for insertion of the second iab, the sheath that was in the second box they opened. They can't access the lot number as the iab is wrapped in a biohazard bag and they did not save the box."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.